Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system suction was too strong. The liberator representative advised patient on placement tips. Per follow up via phone on (B)(6) 2024, the patient¿s son reported that the patient's hospice team was able to correct the issue with the purewick. It was stated that there was no issue with the purewick and that it was user error. Unfortunately, the patient passed away and only used the unit for about a week. The patient's son requested no additional follow ups. There was no indication or allegation that the patient¿s death was related to the purewick device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system suction was too strong. The representative advised patient that on placement tips.